Manufacturer narrative:
Concomitant product: model: addrl1, ipg; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right ventricular (rv) lead may have a potential lead fracture. Multiple follow-up attempts were made and the lead history was uncertain and unable to be verified. No known programming changes have been done and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.